Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the reference electrode to resolve the issue. The fse performed calibration, quality control, and patient samples, which all passed with normal anion gap values. The fse verified the analyzer resumed normal operation. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) due to negative anion gaps on cell 1 of the au5800 clinical chemistry analyzer. The erratic results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.